Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, xerostomia, smoker, periodontal disease, bruxism, bone resorption, peri-implantitis, infection, pain, swelling, bleeding, inflammation, mobility (B)(6) are same patient)